Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A device history record (DHR) review was conducted. There was a check for empty tubing issue which required down stream occlusion (dso) recalibration due to the value drifting which if reoccurring could result in this complaint. There was no indication of a manufacturing defect during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device in good condition. Functional testing found the device alarming "cassette not attached properly". No problems were found with the air detector. The root cause of the issue could not be determined. The dso sensor will be replaced. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).